Event description:
Information received from a case posted on the linnc meeting website. Treatment of a large cav (cavernous) aneurysm. During the procedure, it was reported that the proximal end of the pipeline had difficulties opening and the patient had a subarachnoid hemorrhage 48 hours later.no other injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).